Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history found that on the reported event date of (B)(6) 2011, the device was not powered on; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the device was programmed to deliver a "cyclic", 12 hour duration of tpn (total parenteral nutrition), at the rate of 110ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the device was reprogrammed to deliver at a rate of 50ml/hr. After an unspecified length of time during the night shift, the nurse reported the device was found delivering at a rate of 110ml.hr, instead of the expected rate of 50ml/hr. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were reported. During testing at the user facility, the device passed testing. Multiple unsuccessful attempts have been made to obtain additional information including if the therapy was resumed using a replacement device.